Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multi organ failure and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. It was reported via patient outcome that the patient expired due to multi organ failure, renal failure, right ventricular failure, and nonischemic cardiomyopathy. The outcome was not device or therapy related. No autopsy was performed, and the device will not be returned for evaluation. There were no alarms associated with the event. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020, on order (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multisystem organ failure, renal failure, right ventricle failure, and nonischemic cardiomyopathy.